Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited misaligned markers that was confirmed to be related to a partial telemetry/marker symptom trend. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there were misaligned s markers every two seconds during device interrogation. A device reset was performed which successfully restored the device behavior. Technical services had discussed that this was due to partial telemetry or interference resulting in incomplete interrogation. No adverse events were reported.